Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had pump error alarm 3. The blood glucose of the customer was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. Unable to verify the main arm cannot communicate with the motor arm due to critical pump error. Insulin pump received with corroded electronic assemblies and corroded motor home switch.